Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3012447612-2022-00039.

Event description:
It was reported that two pathfinder nxt closure tops stripped during final tightening within surgery. They were removed and replaced with two new closure tops to complete the procedure without patient impacts. This is report one of two for this event.

Manufacturer narrative:
Corrections in d4: UDI number, d9, and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed no damage to the threads or hex drive. Potential cause: root cause was unable to be determined as no device problem was identified. DHR review: per DHR reviews, the parts were likely conforming when they left zimvie control. Device use: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that two pathfinder nxt closure tops stripped during final tightening within surgery. They were removed and replaced with two new closure tops to complete the procedure without patient impacts. This is report one of two for this event.